Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the associated communicator to this pacemaker recorded three yellow collecting waves as the device could not be found. Technical services (ts) was consulted and provided troubleshooting options which did not resolved the communication error. In addition, ts noted radio frequency (rf) interference approximately one month prior. Further in clinic evaluation was recommended. This pacemaker remains in service. No adverse patient effects were reported.